Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient had an accident where he was hit on the side of the head. The patient reported it was right where the leads are located and thinks it knocked the wires loose. The patient reported there is definitely an issue but he did not know where. There were no patient symptoms or further complications reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.